Event description:
On (B) (6), 2009, the patient was implanted with one gore excluder aaa endoprosthesis iliac extender component in the abdominal aorta to treat ulcerated plaque. The diameter of the patient's aorta measured 13mm. A minor abdominal aortic aneurysm was detected. In (B) (6) 2010 (exact date unknown), the patient had a computed tomography angiography that revealed the distal portion of the aorta to be aneurismal and measures approximately 4cm. On (B) (6), 2010, the patient was implanted a gore excluder aaa endoprosthesis to treat distal aneurysm growth. An iliac extender component was implanted in the left common iliac artery to create an aorta uni iliac. An amplatzer vascular plug was inserted into the right common iliac artery to occlude the artery. A femoro-femoral bypass completed the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas) with the infrarenal aortic neck treatment diameter range of 19-29 mm. The aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurismal exclusion is desired. Adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.